Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 505 mg/dl. Infusion set cannula was bent leading to hyperglycemia. Trouble shooting was not performed. Customer reported symptoms of high blood glucose such as headache. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.